Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Without a lead serial number, the manufacturing date cannot be determined.

Event description:
It was reported that the lead was found to be "cracked" one year after implant and was capped. In 2009, the patient was found to have "corrosion." The device and the lead were removed. There were no further patient complications reported as a result of this event.